Event description:
It was reported that during da vinci-assisted hysterectomy - benign surgical procedure, customer contacted intuitive technical support engineer (tse) to report an error u-04 on the screen. Tse advised them to reboot the generator to clear the message. The reboot cleared the u-04 error, but customer stated that they could not get the bipolar to work. The bipolar indicator had a red question mark. Tse recommended that they replace the energy cord and instrument, but issue did not resolve. Customer continued the procedure with a monopolar scissor and vessel sealer. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested both bipolar channels with single foot switch and surgeon side console (ssc) foot pedals and was unable to replicate the error. The system was tested and verified as ready for use. A root cause could not be attributed to the reported event. Electrical/mechanical adjustment was made to correct the reported problem.